Event description:
It was reported the high flow insufflation unit front panel had blinking leds. The issue occurred during preparation for an unidentified, diagnostic procedure which was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The cause of the front panel leds flashing was unable to be determined as the event was unable to reproduced. It is likely that the oil leak inside the manifold u, valve, or primary pressure reduce occurred due to oil from the part that controls the pressure leaked into the pipeline. The foreign object was in the k connector or s tube was unable to be identified and a cause was unable to be determined. Olympus will continue to monitor field performance for this device.